Event description:
The physician was trying to cross a very calcified lesion in the circumflex coronary artery and after several attempts with different catheters he used a gopher support catheter. The physician was able to advance across the lesion until bifurcation where he could not advance any further. He then made several attempts to withdraw the gopher catheter when it broke partially inside the guiding catheter, more or less 5cm. During an attempt to remove the broken piece with a snare, an additional 4cm of the gopher catheter broke including the tip. The physician decided not to make any more attempts to recover the implanted pieces of the gopher and to follow the patient's recovery. The outcome of the pt was good and he will be discharged.